Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed the right atrial (ra) lead exhibited high pacing impedance and was over-sensing noise that led to pacing inhibition. The ra lead was capped and replaced on (B)(6) 2022. The patient experienced no adverse consequences.